Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump is over delivering insulin. Customer states that she have been running low for two weeks. Customer's blood glucose reading is 133 mg/dl. Customer stated that the previous day the blood glucose was 39 mg/dl. Performed displacement test, passed. All programming is correct. Advised that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.